Event description:
2004 customer reported device had caused blisters on several pts. Epi head was reporting several errors. Ordered new epi head (c0163431). Seven days later customer reported sr head error (resources too low). Customer turned off unit and did not use. Fse, went to service unit five days later (c0163663). The next day customer's power meter was replaced (c0163733). The following month customer reported that patients were burned with epi head (c0164807). Ten days later it was decided to pack up device and return to slc for assessment and repairs (ref. L0165206, c0165242). Customer was given loaner. Customer's unit was returned to slc (c016520). The following day device will be sent for evaluation by engineering.